Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specification.the root cause of the endoleak could not be determined with the currently available information.according to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak.

Event description:
On (B)(6) 2013, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Computed tomography angiography (cta) showed that the aneurysm size was 60.7mm. The patient tolerated the initial procedure. On (B)(6) 2013, the follow-up cta revealed a bilateral distal type I endoleak and the aneurysm size was measured 64mm. On (B)(6) 2013, the patient underwent the additional procedure to extend devices distally on both sides. The patient tolerated the procedure. It was reported that the follow-up cta on (B)(6) 2014, noted no evidence of type I or type ii endoleaks.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Also was implanted (B)(4).